Event description:
It was reported to philips that the battery fails calibration by only being able to charge to 53%. There was no patient involvement.

Event description:
It was reported to philips that the battery fails calibration by only being able to charge to 53%.